Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was back pain with leg pain and non-malignant pain. The patient reported that they had their pump put in a few weeks ago, and they had the pump filled last thursday and their legs have been killing them since then. The patient stated that ¿by friday the pump stopped working and my legs were getting worse - I'm sure from the operation (post-surgery pain from implant) but nobody wants to help me.¿ the patient was wanting to speak to the company representative that attended their implant procedure to see if they could help them or a supervisor. The agent reviewed the role of the representatives and redirected the patient to their healthcare provider. The patient stated that they had talked to a different representative for 2 minutes and another doctor programmed the pump at the appointment but ¿not my apparatus part of it (the external equipment was not set up)¿ and they didn¿t feel that their questions were answ ered. The patient felt that they were getting the run around and that is why they wanted to talk to a supervisor. The patient mentioned that they have an appointment this thursday ¿to get their pump turned on¿ at another clinic. Per the patient, they had been going to different places to have the pump filled. Additional information received from the healthcare provider (hcp) via a company representative (rep) stated that the patient had a dye study done today and they could not aspirate the catheter so the study was canceled. It was unknown if external factors were involved. They were going back to the implant hcp for a catheter revision on (B)(6) 2025. Rep was not sure what drug was in the pump at the time. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6): product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 31-jan-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.